Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: db-2203-45, serial number: (B)(6), batch/lot number: 5006014, model/catalog description: argyle lead 45cm sterile kit, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that during the deep brain stimulation (dbs) stage one procedure, egress of blood from an insertion tube was observed during microelectrode recording on the first side. The tube was irrigated with saline solution until the bleeding ceased. The dbs lead was subsequently implanted and tested, resulting in effective tremor control. The contralateral side was implanted without complications, with good tremor relief achieved. Throughout the procedure, the patient underwent repeated assessments of limb strength and demonstrated appropriate responses. Following the procedure, a computed tomography (CT) was conducted and identified a small hemorrhage. The patient was transferred to the intensive care unit (ICU), where a CT was performed for monitoring. The patient's strength and cognitive function remain intact. The patient was transitioned to a standard care unit with an anticipated discharge in the near term. According to the operating surgeon, the observed issue was not related to any dbs products. The patient was subsequently discharged and has been reported to be in a good condition.